Event description:
The device (part#: cev634-1a) was returned for repair to mxi svc and repair.

Manufacturer narrative:
(B)(6). Eval of the device indicated that the electrode was extremely twisted and the coating was damaged at the blades. The damage was most likely a result of abrasion or excessive impacts to the blades of the electrode and excessive force on the tube. Note: this MDR is being filed as a result of an internal review of complaints from medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. Medtronic's reference #: n/a.